Event description:
Customer called lfs in 2002 alleging that their b5 one touch profile meter was giving inaccurate low readings. Per cust. Service rep, the following information was documented: --customer had symptoms of fatigue and body pain. --a reading of 180 is documented. Unknown if on customer meter or hospital result. --customer was given more dosage of insulin. --customer cleaning the meter incorrectly. No further information has been reported.